Event description:
Hpc reports a patient experiencing electrical shocks across chest and a worsening of dyskinesia, swallowing, and hypophonia since event day. The patient has been implanted with a deep brain stimulation system for essential tremor. The patient is status post-polio syndrome with tremors in the upper extremities. The patient also suffers from bladder cancer, hypophonia and diabetes. The patient's wife reports the patient has suffered from several mini strokes and is also experiencing poor appetite and exhaustion. Starting the event day the patient reported electrical shocks across chest with muscle contractions. The dbs system was turned off and voltages were set to 0 volts. This did not help the patient's speech and voice disturbance and other symptoms worsened. The shocks continued with visible muscle contractions an average of 3 times per day. The patient does receive partial tremor control when the dbs system is on however, swallowing, hypophonia and dyskinesia have worsened. The hcp reports the patient has had a relapse of bladder cancer and expects the hypophonia to worsen. If the shocking sensation continues, they will plan to explant the device.